Event description:
It was reported that when positioning the preloaded intraocular lens (iol), air bubbles were noticed in the optic of the lens. The iol was implanted and remains in the patient's eye. According to the customer, the lens was left in the eye with no plan to be removed. The patient does not have any symptoms. No further details were provided.

Manufacturer narrative:
Section a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data upon further review it was noted that the field for section - g4 ¿PMA/510(k) number¿ was inadvertently populated on the initial MDR and a manufacturer narrative was not provided in section h11 to justify the blank PMA/510(k) field. Therefore, the following statement is being provided in this supplemental MDR report: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: the device was not returned; a photograph was evaluated. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph that was evaluated. The picture showed a pseudophakic eye implanted with an intraocular lens (iol) claimed to be a tecnis eyehance optiblue iol preloaded in the simplicity delivery system model dcb00v. A linear bubble like (multiple microbubles) mark can be observed, distributed in approximately 1.5 mm and located at 6:00 (in relation to the picture orientation). Per the mark's location it is not expected to have significant clinical impact on patient vision; however, the definitive impact as well as the issue potential root cause cannot be determined from a picture assessment. The complaint issue "inclusions" was not identified during photograph evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.